Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient developed third degree heart block after a 19 mm sjm trifecta valve implantation on (B)(6) 2010. The patient had a ppm implanted on (B)(6) 2010. No additional information is anticipated.